Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city:(B)(6). E1: initial reporter phone no.: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of empty bags leaked. The issue occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.